Event description:
This notification is being reviewed due to a user of a ds2adv auto CPAP device with allegations of unit became too hot, using a lot of water and emitted smoke along with a burning smell. The device was evaluated by manufacturer service center (pil) and evaluation results stated that pil was not able to confirm the complaint of smoke or a burning smell. Pil was able to confirm that at the end of the temperature test pil did observe a cleanser-like odor but not a burning smell. Additionally, dust like contamination found, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.